Event description:
It was reported that a patient was dissatisfied with the outcome of the implanted multifocal intraocular (iol) lens. Further, it was reported that the patient experienced a loss of best corrected visual acuity (bcva) and severe glare. The lens was explanted and a monofocal lens implanted without any increased incision size or additional incision required. The lens was exchanged in the same incision. The surgery was successful with the patient happy without further complaints at the one (1) day post operative visit.

Manufacturer narrative:
(B)(4) - intraocular lens.all pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report be received, a supplemental report will be submitted. (B)(4): placeholder.

Manufacturer narrative:
Evaluation of the returned intraocular lens found no defects. Diopter inspection of this lens found it to meet specifications for optical properties. Results showed the lens to measure 22.5 d and is correct as labeled. Review of the manufacturing records for this lens found that it met all manufacturing specifications prior to release. Our investigation identified no product deficiency, suggesting that this event was not caused by the intraocular lens. All pertinent information available to abbott medical optics has been submitted.